Manufacturer narrative:
On 20-dec-2021 we received the device involved and its reference and lot number. Batch review performed on 20 december 2021 lot 134501a: 13 items manufactured and released on 25-apr-2019 expiration date: 2024-04-07. No anomalies found related to the problem. To date, 8 items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director a plif cage was used in a lumbar stabilization procedure with oblique approach. The plif cages should be used in pairs and for a posterior approach. If implanted oblique, the likelihood of a migration is increased; this may well be the cause for the adverse event(s) that are reported. We do not see any clue hinting towards a defective device. Visual inspection performed by r&d project manager from the visual inspection of the implant, ref. 03.27.030, lot 134501a, there is a small scratch on the coating, probably due to the removal manouver, and some signs of bonegraft. The external dimensions are according to the specification and the mechanical integrity of the device, as well as the coating and the pyramids is confirmed. The root cause of the migration is not clear.

Event description:
Revision surgery was performed due to a cage migrated in the canal. Primary surgery date is unknown. A plif cage with zero degrees lordosis was used for a tlif procedure.